Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis was able to confirm the reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.274¿ x 0.104¿ in size.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a piece of plastic broke at the tip of a permanent cautery hook instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.